Manufacturer narrative:
Please note that this MDR report is being submitted as a courtesy. Reference report number 3008443827-2015-00030. Please be aware that a filed action has been initiate for all lots of the smartflex 5x200mm and 6x200mm due to deployment difficulties.  This issue was not determined by the medical director as a serious public health threat; however the severity was determined to be a cordis severity of s2:  a situation in which recalled/withdrawn products which, if used according to the labeling are not defective but, new evidence suggests that there is a risk associated with the medical procedure in which the product is used causing an unsafe condition. This risk may cause temporary or medically reversible adverse health consequences or, where the probability of serious adverse health consequences is remote.

Event description:
It was reported that the 5.0x60mm smart flex stent could not be deployed and the tip of the sds (stent delivery system) was found to be "loose." There was no further information available. The product will be returned for analysis. Additional information received indicated that tip fracture was observed during use on the patient, there was no report of patient injury. There is no further information available.